Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro jaws would not open as normal. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro jaws would not open as normal. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). Signs of clinical use and evidence of blood was observed on the device. There was no damage to the silicon insulation or the heater wire on the jaws. No visual defects or non-conformities were observed. A mechanical evaluation was performed to check the ability of the jaws to open and close. The toggle was pulled back to the proximal position till a slight " click" was heard. This position of the toggle closed the jaws together. Both the sides of the jaws were perfectly aligned with each other. To open the jaws, the toggle was moved to the most distal position. The jaws opened up without any issues. The opening and closing of the jaws was performed for ten(10) more times. No non-conformities were observed. The jaws opened and closed as intended. Based on the return condition of the device and the evaluation results, the reported complaint could not be confirmed for the reported failure mode " mechanical issue" .